Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate, regarding a 29mm sapien 3 valve in a pre-existing surgical valve in the mitral position. After prepping the 29mm s3 per IFU, we introduced the valve through a 16f esheath. The thv seemed to 'catch' on tip of the esheath as it passed through. The implanter had to somewhat force it through in order to exit the esheath. No bent struts or anything out of ordinary noted on esheath. Vessel diameter and tortuosity unknown for this case. When we removed the 16f esheath we saw that the distal tip was '"torn and barely attached." Probably 2-3mm of the esheath is torn. It appeared that all of the sheath came out of the body and no issues/injury noted to the pt at the time. The implanter proceeded to close groin per hospital standards and again the pt left procedure room in stable condition.

Manufacturer narrative:
The device was received for evaluation. The returned device was visually examined, and the following was observed liner fully expanded, as designed. Distal tip torn radially with hdpe stretching. Distal tip torn axially along non axial score line (orthogonal to the slanted score line) with hdpe stretching, seen tearing is in alignment with resistance at the distal tip, as reported. Axial and slanted score lines are intact. Soft tip damage and hydrophilic coating scraped on distal sheath shaft, in alignment with reported resistance. Superficial scratches present on distal sheath shaft and soft tip. Due to condition of the returned device (liner fully expanded as designed, distal tip torn), no applicable functional testing was able to be performed; the complaint was confirmed through visual examination. The reported events were confirmed through returned product evaluation. However, no manufacturing non conformance was identified. Review of the DHR and lot history did not provide any indication that a manufacturing non conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. The failure mode is characteristic of sheath tip tear events as described in product risk assessment. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, returned product evaluation revealed presence of scratches on distal sheath shaft along with scraped hydrophilic coating, suggestive of calcified vessels. The presence of rigid calcium nodules could constrain the access vessels and or promote sub optimal advancement angles, causing the crimped thv struts to catch on the distal tip, which would further increase the resistance for system exiting the sheath and tear the distal tip. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and or patient factors (calcification) may have contributed to the reported event. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.